Manufacturer narrative:
Initial.

Event description:
It was reported that the user did not receive glucose readings from the freestyle libre 3 plus continuous glucose monitor (cgm) while the ilet system was operating in bg run mode, and the ilet mobile app displayed a message that the sensor had been started on a different device and could not be used. No adverse clinical symptoms reported. Outcomes included resolution guidance with no health impact. User support included remote troubleshooting and verification of the sensor pairing status through the ilet mobile app. Investigation of this case revealed that the glucose sensor was in use by another device, preventing data transmission to the ilet system, and that starting a new sensor with the ilet app would restore functionality. It was concluded, based on previously established findings for similar reports, that the cause was sensor pairing with a different device, a known use-related issue resolved by initiating a new sensor with the ilet application.